Event description:
It was reported that the patient was using a chainsaw and t-waves became very large. The patients right ventricular (rv) lead began sensing the enlarged t-waves resulting in t-wave oversensing (twos) which lead to the patient receiving an inappropriate therapy. The lead sensitivity was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.